Event description:
It was reported that during a regular follow up visit, the patient received a shock when the clinical engineer placed the programmer head over the device. It was noted that undefined high impedance had been recorded about a month before the regular follow up. The physician commented that the apparent lead fracture had been confirmed visually. It was also reported that the device did not have long battery life. The device was explanted and replaced, and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.